Event description:
A philips field service engineer was injured during a repair on the percunav system. The spring arm on the field generator pole sprang upward striking the service engineer which resulted in a fractured nose. No patient or other user was involved.

Manufacturer narrative:
(B)(4). Our investigation concluded there was no device malfunction. The service engineer did not follow the appropriate service protocol as documented in the service manual. This is the only reported instance of this type.